Event description:
The patient reported she experienced ineffective stimulation with her scs system. The patient stated the system did not work and did not alleviate her pain as expected. Subsequently, the patient underwent surgical intervention and the scs system was explanted. The patient reported the procedure was two weeks prior. The exact date of the explant is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.